Manufacturer narrative:
It was reported that the mets distal femur was successfully revised. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. The suspected infection was not confirmed by the reporter. The exact cause of the infection could not be determined because insufficient information was provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
The patient was reported to be undergoing a revision due to a suspected infection.